Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tri-lobe balloon catheter instructions for use (IFU), adverse events which may require intervention include, but are not limited to rupture and death.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a ruptured aneurysm at the distal aortic arch using a conformable gore® tag® thoracic endoprosthesis. After the implantation, touch-up ballooning was performed using a gore® tri-lobe balloon catheter. Angiography showed a rupture of the aorta at the distal end of the device. Another conformable gore® tag® thoracic endoprosthesis was implanted to repair the rupture. However, an endoleak of unknown origin (type iii or type ii suspected) persisted. The patient¿s blood pressure did not recover and expired on the same day. The physician reportedly believes that touch-up ballooning at the distal end of the device contributed to the rupture of the aorta during the procedure.